Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was admitted to the hospital for another indication and on the last day of the hospitalization, the patient experienced peritonitis. It was not reported if the patient was re-hospitalized for the peritonitis. The treatment and outcome of the event were not reported. On an unreported date, the patient was switched to hemodialysis. No additional information is available.